Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in mildly tortuous and mildly calcified cephalic vein. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the third inflations at 14 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported. The patent status was good.

Manufacturer narrative:
Initial reporter city: (B)(6).